Event description:
Related manufacturer reference number: 2017865-2024-00480, 2017865-2024-00482, 2017865-2024-00483. It was reported that the patient presented with an unspecified infection. It was noted that the entire implantable cardioverter defibrillator (ICD) system was explanted on (B)(6) 2023. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
Correction: the correct first notification date should have been (B)(6) 2023, rather than (B)(6) 2023. The correct explant date should have been (B)(6) 2023, rather than (B)(6) 2023. The correct customer phone number should have been (B)(6), rather than (B)(6).